Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant of this left ventricular (lv) lead it was noted that there was loss of capture at maximum output and was found to have dislodged. A successful repositioning procedure was done and the lead remains implanted. To date, no adverse patient effects have been reported.